Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device had two damaged rpm/speed knobs was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to the user, which is user error. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from brazil that during service and evaluation, it was determined that the housing of the small battery drive device was worn, the electrical control unit was damaged ¿ will not run, the motor was damaged ¿ will not run, the device had a sticky trigger, and the coupling could not engage the attachment. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers, check the function of the device, and check the power with the power test bench. It was noted in the service order that the device had two damaged rpm/speed knobs. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.